Event description:
It was reported that prior to starting a da vinci surgical procedure, the thoracic grasper instrument cable was broken no fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found two snake wrist cables were broken. The snake wrist motion was non-functional as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken snake wrist cable, could likely cause or contribute to an adverse event if the failure mode were to recur.